Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the malfunction occurred due to improper connection with the input and output connectors.

Manufacturer narrative:
During a phone call with the olympus technical assistance center (tac), the user traced the sdi (serial digital interface) in cable connected on the monitor and determined that it was connected to the provation input adapter. Tac instructed the customer to swap the input and output sdi connectors on the monitor. Once completed, the user was able to get an sdi image. It was determined that the sdi cable connections were not connected properly. After connecting the sdi cable properly on the oev-262h the customer had a good image. It is unknown how the cable connections were improperly connected however, when connected properly, the issue was resolved. Probable cause of the reported issue was due to use error.

Event description:
It was reported that during preparation for use the user was not able to get an sdi (serial digital interface) input on the oev-261h monitor, no image input. The user tried selecting the sdi input on the front of the monitor and had a no signal notification. There was no resulting delay in the procedure. There was no patient involvement on this event reported. No user injury reported.